Event description:
A pt reported experiencing hypoglycemia while using a one touch meter. On event date, the ot meter was displaying low blood glucose readings all day. After dinner, pt went to bed and spouse noticed that pt started sweating. Blood glucose was tested on the ot meter and "low results" were obtained repeatedly, although the pt drank juice and took two glucose tablets. Paramedics were called and found pt's blood glucose at 186mg/dl. Pt was transferred to emergency room, but did not receive any treatment there. No add'l info was provided.